Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional reporter: (B)(6).

Event description:
The event involved a kit safeset,w/one in-line blood,sampling port,and in-line reservoir where it was reported the line came apart. The line was used to monitor blood pressure through a catheter in the artery and had a pressurized solution running through the line. The customer reported the line came apart at the sample port. The sample port is not a twist lock connection but a factory connection. Due to the line being in the artery this caused the patient to start bleeding out from the line signaling the alarms on the monitor to activate due to blood pressure reading being out of limits. There was no serious deterioration in the state of health of the patient. There was patient involvement, however, no harm and no delay in critical therapy.

Manufacturer narrative:
Received one used. List #423280412, safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port; lot #unknown. The reported complaint of separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the safeset port was received separated from the 3" pressure tubing. When the end of the tubing was microscopically examined, insufficient solvent coverage was observed. The probable cause of the pressure tubing separation had occurred due to insufficient solvent coverage on the tubing during assembly. A lot # review could not be conducted because no lot number(s) was/were identified.